Event description:
It was reported that the patient underwent an initial hip arthroplasty on an unknown date with competitor product. Subsequently, a revision occurred on (B)(6) 2014. During the revision, the lateral troch bolt fractured. A piece of the bolt remained implanted with the stem.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.